Event description:
It was reported that the patient underwent a revision surgery for pseudoarthrosis at l3-s1 along with loose screws at l3 and l4 and migrated locking screws at s1. During the revision the pedicle screws and rods were removed. The previous graft material was removed so that the transverse processes was exposed at l3, l4, l5, and the sacral bilaterally. Bmp was laid in the transverse processes and a subcutaneous pocket was formed on the right side for a bone stimulator. Dbm and cancellous cubes were placed in the posterolateral gutters. The wound was then closed. Patient reports having trouble with his back 4 months post-op of the revision surgery, specifically severe pain between the shoulder blades. The patient underwent an exam which showed limited flexion and extension on lateral bending of the cervical spine. Negative foraminal closure. Negative relief test noted. Negative clonus and babinski noted, but significant pain with axial compression. A fair amount of pain with thoracic rotation. The lumbar spine has a well healed incision. Motor intact in lower extremities. Negative straight leg raise, negative femoral stretch noted. Patient also claims loss of consortium and lost wages. Patient was prescribed medication for pain. CT ((B)(6) 2009) lumbar spine with contrast and without contrast indicated "focal fluid collection with the posterior soft tissues as discussed above, extending from l3-l4 inferiorly to the level of l5. This appears most likely represent a postoperative seroma. An abscess is felt to be less likely. However clinical correlation is recommended. Interval removal of bilateral posterior spinal fixation rods from l3-s1. Diffuse annular disc bulges at l3-4, l4-5 with an additional central disc bulge or protrusion at l5-s1 without significant interval change. There is no significant central canal stenosis. Apparent epidural fibrosis surrounding the thecal sac at l3-4, l4-5 and l5-s1." Films x-ray ((B)(6) 2009): ap and lateral of the cervical spine that shows disc space narrowing at c6-7 most pronounced. Loss of cervical lordosis noted. Congenital pavlov torg ratio is greater than 1. Radiographs of the thoracic spine include ap and lateral views of lumbar spine that show no evidence of thoracic compression fracture, but multilevel degenerative thoracic disc disease. No significant scoliosis noted. Ap and lateral of the lumbar spine shows postoperative change at l3-l4, l4-l5, and l5-s1. Good bone graft out laterally for his fusion noted. Bone stimulator is noted as well. Patient has good lumbar lordosis and a grade I l4-5 spondylolisthesis noted. Fairly prominent spur at l1-l2 as well.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.